Event description:
Customer reported experiencing air bubbles and gaps in the infusion set tubing while using tandem mobi, but no adverse impact on their blood glucose level was noted, as levels did not exceed 500 mg/dl and the cgm did not read "high." To resolve the issue, the customer replaced the cartridge and infusion set tubing, after which insulin delivery was resumed and the problem did not reoccur.